Manufacturer narrative:
Device evaluated by MFR: the pcb device was returned to our post market quality assurance laboratory. The device was received with the balloon protector still on the balloon. The investigator removed the balloon protector to view the balloon. The balloon was folded and was not subjected to positive pressure. As per IFU the rated burst pressure for this device is 10 atmospheres. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 10 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the heavily calcified arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the heavily calcified arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.